Event description:
It was reported that bd unknown pivc leaked. The following information was provided by the initial reporter: bd peripheral IV catheter with blood control technology bled when attempting to withdraw the needle. The needle was sticking to the catheter when the button was pushed to withdraw it and the nurse had to hold the catheter to prevent it from being pulled out as the needle was retracted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as a place holder for the state.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information